Manufacturer narrative:
Based on additional information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury, and the retrospective complaint review did not show any similar cases resulting in serious injury.

Manufacturer narrative:
The product involved has not yet been returned for evaluation. This event is filed under internal complaint ID: (B)(4).

Event description:
Customer reported that the scope is burnt. Problem occurred during a procedure; no injury to patient.